Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address pain, there was cup malpositioning that may have contributed to inpingement therefore causing the pain. There was minor evidence of fretting at the head-stem trunion.

Manufacturer narrative:
Patient was revised to address pain, there was cup malpositioning that may have contributed to inpingement therefore causing the pain. There was minor evidence of fretting at the head-stem trunion. (B)(4). Update rec'd (3/6/2014) - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from discomfort and toxic cobalt-chromium metal ions and particles released into the blood, tissue and bone. We are adding the liner to address the metal on metal allegations. The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. Review of the device history records and/or a complaint database search was not possible for the remaining products as the product and lot codes required were not provided. Medical records and x-ray(s) were obtained and reviewed by a medical professional. With the information provided, it cannot be determined that the complaint is product related. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. Review of the device history records and/or a complaint database search was not possible for the remaining products as the product and lot codes required were not provided. Medical records and x-ray(s) were obtained and reviewed by a medical professional. With the information provided, it cannot be determined that the complaint is product related. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update (B)(6) 2015 - medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain, corrosion, and malpositioned cup. There was no mention of impingement. No labs were provided for the alleged high metal ions. There is no new additional information that would affect the existing investigation. The complaint was updated on: (B)(6) 2015.